Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the it was reported the powered laser surgical instrument has smoke when energized. The issue occurred during a therapeutic ureteroscopy with lithotripsy. The procedure was complete with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Updated field(s): h2, h3, h4, h6, h11. Correction: h6 remove f2301. Correction: h6 added a0401. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed there was a break where the connector and the wire were attached, a missing connector cap and the insulation near the distal tip was worn, it is likely due to stress of repeated use, external factors, or handling. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.